Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) implanted for spinal pain. The hcp reported that the patient¿s device was explanted due to purulent drainage. No contributing factors were known. The hcp indicated that antibiotics were administered, and the system was explanted on (B)(6) 2019. The issue was resolved at the time of the report. No further complications were reported or anticipated.